Event description:
An alarm issue was reported with the abbott diabetes care (adc) application in use a iphone 12 phone with ios version 16.1.1 operating system. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "dizziness" and was unable to self-treat, requiring third-party treatment of "lucozade drink and jelly babies" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. It has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) application in use a iphone 12 phone with ios version 16.1.1 operating system. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "dizziness" and was unable to self-treat, requiring third-party treatment of "lucozade drink and jelly babies" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.